Event description:
Patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient fell down the stairs, breaking his patella and fracturing the locking bar of the tibial tray. Patient was revised on (B)(6) 2011. The tibial tray and tibial locking bar were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight".